Event description:
In 2005, the patient was started on clindamycin and gentamicin due to concern of sepsis with hypotension. Vancomycin replaced clindamycin the following day. The patient grew a gram negative rod from cultures soon thereafter, and zosyn was added to her gentamicin and vancomycin regimen, and fluconazole was added soon thereafter. The patient developed hemothorax, underwent re-operation and had to be put on extracorporeal membrane oxygenation (ECMO). The patient expired on twelve days later, when ECMO support was withdrawn.